Event description:
It was reported to tyco healthcare/kendall on 7/17/02 that a customer was having a problem with a fastemp thermometer. The customer states that the thermometer was reporting false high temperatures. According to the customer the hospital's biomed dept. Determined that the temperature probe was broken.